Event description:
Pt underwent photoderm vl facial therapy on 02/11/2000 for the first time. Swim goggles lined with electrical tape were provided to the pt to wear during treatment. During therapy, each pulse produced excruciating eye pain. When therapy was completed, eyes were extremely inflamed, "glowing like coals", sclera was inflamed, and swollen to prevent insertion of contact lens. Blood vessels were dilated. "Pain was quite horrible."